Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 505458 implantable pacing lead - (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient has felt jolts in the pacemaker area and a vibration on and off. The patient has had pain in the pacemaker area and chest, arms and hands. It was noted that the patient has had swelling in their left arm and hand in the past. The device remains in use. No patient complications have been reported as a result of this event.